Event description:
The lay user/patient's wife contacted lifescan on january 25, 2007 and alleged that she was not able to test the patient on the meter due to an issue unknown to her. The medical affairs specialist (mas) called and spoke with the wife briefly; however, she was only able to provide a few details regarding the event. The mas was unable to reach the wife again after several attempts via phone. A letter was also sent. During the initial call, the wife (reporter) had to attend to the patient who was experiencing a headache and therefore, the customer service advocate was unable to complete troubleshooting the issue or obtain details regarding the event. The wife informed the mas that one day earlier, the patient had tested on the meter at 9:00 pm and received a result of 198 mg/dl. He was not experiencing any symptoms at this time. The patient then took 45 units of lantus insulin based on that meter result (the wife did not know his regimen). She also reports that "later" the patient experienced hypoglycemia (shaky, sweaty). The wife did not provide the time frame between the insulin administration and onset of symptoms. He tested on the reported meter and received a result of 60 mg/dl. The wife told the mas that she had to leave her house at this point and could not provide further information regarding the event. It would have been helpful to know if the patient administered self-care or if he received medical attention, what his diabetes regimen is, previous readings, his food intake, and if he tested again after the result of 60 mg/dl. The next morning, the patient was experiencing a headache, and therefore the wife attempted to test his blood glucose. However, she was pressing the m (power) button instead of inserting a test strip in the meter for a blood test (use error). The wife, then contacted lifescan as she was unable to perform the test. Although there is insufficient information regarding the event and the meter provided a low result while the patient was symptomatic, this complaint is reported because the patient experienced hypoglycemic symptoms some time after obtaining an elevated meter result.